Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (belt connection damaged) was confirmed. As received, the belt connector was damaged and the trunk cable was cut, severing wires inside the cable. The cause of the damaged belt connector and wires is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt connector was stuck in the monitor.